Event description:
In 2005 a baxter complaint coordinator reported an adverse event on a female patient during a hemodialysis therapy. The incident took a place in 2005. A few minutes after the treatment was initiated, the patient became unconscious and her blood pressure dropped to 35/10. The staff observed that the patient had hypovolemic shock and major hypotension. According to the reporter, at this time the venous bloodline was found disconnected from the patient catheter and the blood was leaking on the patient's bed. The patient was immediately admitted to the ICU and was infused with plasma-substitute in order to correct the hypovolemia. This patient had a history of ischemia and functional angina. She received hemodiafiltration for 20 hours and recovered. Two days later the patient had next hemodialysis treatment without problem. The blood flow on the machine during the event treatment was 250-300ml/min. The patient's catheter was a canaud catheter. According to the reporter, the instrument had a low blood pressure alarm during the incident.